Event description:
Medtronic received information regarding a navigation system during an unknown procedure. It was reported the site was unable to get a passing registration. The medtronic representative (rep) said that once they completed the registration, the points looked like they were just below the skin, and when progressing to verify registration, the system moved all the points to give an error of 50 mm. Sometimes, 3-point touch generates poor registrations. 3-point touch was turned on. Technical services (ts) asked to try registration again with 3-point touch turned off, and that produced a passable registration. Delay in surgery and patient impact were not provided. Additional information was received, it was reported that the procedure was a cranial resection and there was no impact on patient outcome. There was also a delay of 5 minutes.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version#: 2.0.1 h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.